Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (330 mg/dl). The customer had not taken any corrective action at the time of the call. It was indicated that the health care provider (hcp) would be contacted to inquire what actions to take. The customer also indicated that the hcp would be consulted to obtain alternate insulin therapy until the replacement pump was received.